Manufacturer narrative:
A further clinical review of this complaint record identified the event to be MDR reportable as a serious injury. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One segment of a femoral introducer sheath was returned for evaluation. The cut sheath segment measured 5.9cm in length and contained the distal portion of the sheath with the marker band. A small longitudinal tear measuring approximately 0.1cm was found at the distal tip of the sheath, indicating that the filter limbs were likely caught during deployment and excessive force was applied to release the filter. No functional testing could be performed as the filter was not returned for evaluation. The complaint investigation is confirmed for deployment issues and inconclusive for failure to advance as the introducer sheath was not returned in its entirety and the filter was not returned.

Event description:
It was reported that during a vena cava filter deployment procedure, resistance was met advancing the filter through the delivery sheath; however, the last leg of the filter was stuck in the delivery sheath and could not be completely deployed. Additional manipulation techniques of removing the pusher rod, and advancing a guidewire through the delivery sheath superior to the filter and an angioplasty balloon was then advanced over the .guidewire next to the apex of the filter. A pta balloon was inflated next to the filter for support of the ivc filter to complete the deployment of the filter successfully. There is no reported patient injury.